Event description:
A device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found blower foam degradation. The device¿s inlet air path foam was replaced to address the issue. Additionally, the device's motor blower and flow sensor assembly were replaced preventatively. The device was tested and passed all final testing.